Manufacturer narrative:
Common device name: defibrillator, automatic implantable cardioverter, with cardiac resynchronization (crt-d). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-d was explanted.

Event description:
This supplemental report is being filed as updates from product investigation was received. Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-d was explanted. It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
Block d2: common device name defibrillator, automatic implantable cardioverter, with cardiac resynchronization (crt-d) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was analyzed, passed all tests performed and exhibited normal device characteristics. This supplemental report was created to correct the entry in b2: outcomes attrib to adv event and d2: common device name. Patient code 3191 captures the reportable event of surgery. This supplemental report is being filed to correct the entry in b3: date of event, b5: describe event or problem, h6: patient code description and patient code and h10: additional MFR narrative.

Manufacturer narrative:
Block d2: common device name defibrillator, automatic implantable cardioverter, with cardiac resynchronization (crt-d) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was analyzed, passed all tests performed and exhibited normal device characteristics. This supplemental report was created to correct the entry in b2: outcomes attrib to adv event and d2: common device name.

Event description:
This supplemental report is being filed as updates from product investigation was received. Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
Common device name: defibrillator, automatic implantable cardioverter, with cardiac resynchronization (crt-d). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as updates from product investigation was received. Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-d was explanted.